Manufacturer narrative:
Examination of the returned instrument found the dowel pin, lee spring, plunger, and plug components missing. The root cause is attributed to user error and/or wear out. It is unknown when and where the components became missing. Provided information states while inspecting the tray after it was received it was discovered the handle damaged and spring missing. The date code indicates the instrument was manufactured in november of 2004 and is over 11 years old. A two-year search of the complaint database found no additional reports for this type of complaint for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While inspecting the tray after it was received it was discovered the handle was damaged. The inner spring is missing.